Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a no delivery alarm. Troubleshooting for no delivery alarm was performed. The customer's blood glucose level was 130mg/dl at the time of the incident. The customer stated that they were reporting a past event. The customer stated that they resolved the issue by changing the infusion set and reservoir. The products will be returned for analysis.